Manufacturer narrative:
(B)(4). This information was submitted on 5/15/215 under MDR 3004753838-2015-03820 however, only one acknowledgement was received. The information will be resubmitted under (new MDR 04057).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.